Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer was called via phone there was a damage in insulin pump. Customer's blood glucose level was unknown. Troubleshooting was performed for the insulin pump. It was found that there was some scratches on lcd. The customer was not able to read the screen. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed functional testing including displacement test, rewind test, basic occlusion test, occlusion test, prime or compromised force sensor system alarm test and excessive no delivery test. No delivery alarm functioned properly. Device was received with normal operating currents and no unexpected off no power alarm or low battery alarm noted. Unit was received with minor scratched lcd window, cracked reservoir tube lip and scratched reservoir tube window.